Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for display anomaly was performed. Customer advised the insulin pump had a white line going down the side and across the bottom of the display screen. Customer advised the display screen was solid white. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display with vertical or horizontal black lines due to cracked lcd glass. We were unable to perform the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked lcd glass. The insulin pump also received with scratched case, broken battery tube threads, cracked case behind the pump near battery compartment, pillowing keypad overlay, faded serial number label, and minor scratched lcd window.